Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm missing segments/partial display due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the no report of pump screen flashing when screen was turned on after being in sleep mode. Customer sat the pump up on the cement part of the pool. Customer was unsure if what error displayed on the screen of the insulin pump and it was still vibrating with medtronic on the display. The insulin pump will be returned for the analysis.